Event description:
It was reported that the fenestrated bipolar forceps had a frayed cable. There was no report of patient involvement. Evaluation of the returned device found the conductor wire damage at the distal end. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The instrument was found to have a frayed pitch cable at the distal end. In addition, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Failure analysis found the fenestrated bipolar forceps instrument had damaged to the conductor wire insulation at the distal end. There was no thermal damage and no missing material. The instrument passed continuity test. The complaint regarding frayed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.